Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt underwent cardiac ablation. Since then, the pt had been seeing por (power on reset) message on the pt programmer. The pt was not able to adjust stimulation. The display was showing "call your doctor" icon. Additional info was requested.